Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified mid right coronary artery (rca). A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During procedure, upon third inflation, the balloon ruptured at 12 atm. The physician pulled out the device from the patient's body completely and completed the procedure with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The device was attached to an encore inflation unit, subjected to positive pressure and liquid was observed to be leaking from a pinhole 2mm proximal of the distal markerband. A visual and microscopic examination observed no damage to the tip, blades, or markerbands. All blades were present and fully bonded to the balloon surface. The hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified mid right coronary artery (rca). A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During procedure, upon third inflation, the balloon ruptured at 12 atm. The physician pulled out the device from the patient's body completely and completed the procedure with another of the same device. No patient complications were reported and the patient's status was good.